Event description:
Prior to a myosure procedure for uterine tissue removal, the physician noted the pt's cervix was "very stenotic". After dilatation the myosure hysteroscope was placed and the physician noted he may have been in a "false passage". Within the first five mins of visualization, the pt had a fluid deficit of "500 [cc]. At this point the physician suspected a perforation (the perforation could not be confirmed) and chose to do a light scraping of the uterus lining and abort the procure". The myosure disposable device was never used and the pt was discharged home. A dilatation and sounding with a metal sound, (not hologic devices) were performed prior to the procedure. It is not known when this suspected perforation occurred or what instrument may have been the cause. On (B)(6) 2012, it was reported the pt is doing "fine".

Manufacturer narrative:
Serial number of the myosure hysteroscope not provided by the complaint. The myosure hysteroscope is not being returned therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. (B)(4).